Manufacturer narrative:
(B)(4). Damaged release button. The analysis found that one pse60a device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. One ecr60b cartridge reload was loaded in the device. The reload was received fully fired. Additionally, the device was found to have the clamping mechanism damaged. The device was disassembled to evaluate the condition of the internal components. The clamp arm release and the release button were noted to be worn and damaged in the area where both components interact. This damage suggests the closure trigger was pulled forcing the device to open with the knife not returned to the home position. When the instrument is partially fired, the knife reverse switch has to slide forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The device was not tested for functionality, however, the device was dry fired to test the condition of the firing mechanism and achieved its complete firing sequence without any difficulties. The knife reverse feature worked as intended the batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a colon procedure, the stapler locked out and wouldn't open. There were no patient consequences. Case completed with the same product.